Event description:
It was reported that during a da vinci s myomectomy procedure, while suturing the patient's ueterous, the tip of the 5mm needle driver instrument broke and fell into the patient. The broken piece was retrieved and the surgeon proceeded with the procedure using a replacement 5mm needle driver instrument. After some time of use, the tip of the replacement instrument broke and fell into the patient. The broken piece was retrieved and the planned surgical procedure was successfully completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported. MFR report 2955842-2010-00329 was submitted concerning the second event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the instrument has a broken jaw tip. The cable is not frayed or broken. No other damage was found.